Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service and a new lead was placed. No adverse patient effects were reported. Additional information indicated this right ventricular (rv) lead was not implanted successfully due to screw would not extend fully.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service and a new lead was placed. No adverse patient effects were reported. Additional information indicated this right ventricular (rv) lead was not implanted successfully due to screw would not extend fully.